Manufacturer narrative:
Correction- section b5 was corrected for the quantity of units. Ps367761 the opt1044 optiflow 3s adult nasal cannula interface is used to deliver nasal high flow (nhf) therapy to spontaneously breathing adult patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a buckle which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt1044 optiflow 3s adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of the opt1044 optiflow 3s adult nasal cannula was torn next to the connector. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, the reported event was most likely caused by pulling at the tubing. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt1044 optiflow 3s adult nasal cannula include the following steps: - use headgear buckle to apply and remove the cannula from the patient. - the headgear straps can be seperated for extra stability. - ensure tubing connection is properly inserted. - reconnect cannula tube clip to cannula side before use. - attach tubing clip to breathing circuit. The user instructions also contain the following warnings/cautions: - do not crush or stretch tube, to prevent loss of therapy. - failure to follow the fitting instructions can compromise performance and affect patient safety.

Event description:
A healthcare facility in pennsylvania reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt1044 optiflow 3s adult nasal cannula was damaged during use . There was no reported patient consequence.

Manufacturer narrative:
(B)(4). We are currently in the process of finalizing our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of three opt1044 optiflow 3s adult nasal cannula were damaged during use . There was no reported patient consequence.